Event description:
Balloon angioplasty was performed in the left sfa during the previously reported revascularization which occurred approx 30 months post index procedure.

Manufacturer narrative:
Results, conclusion: restenosis of vessel in stented segment requiring re-intervention. (B)(4).

Event description:
The patient had two complete se stents implanted in the left sfa during the index procedure. It is reported that the patient suffered mid sfa stenosis of the left leg between the study stents approx 30 months post index procedure and required target vessel revascularization. Investigator assessed that the event was not related to the study devices. It is reported that the patient recovered with treatment.

Manufacturer narrative:
Evaluation results and conclusion: (restenosis). (B)(4).

Event description:
Approximately 12 months post index procedure, target lesion in-stent restenosis is reported to have occurred and target vessel revascularization was performed. Successful balloon angioplasty of left distal/proximal sfa was performed. Investigator reported a definite relationship to the study stent. Patient recovered with treatment.